Event description:
The account alleged that they found the pt on the floor and all siderails were up. No report of injury.

Manufacturer narrative:
The tech investigated and found no issue with the bed. The pt's wife found him on the floor and determined the pt worked himself out of bed between the head and foot siderail. Pt's wife stated that the pt is agitated and tries to get out of bed constantly. No repair needed.